Event description:
Device failed no patient harm occurred. Another perclose was opened and used to complete the case. Vendor notified. Manufacturer response for vascular suturing closure device, perclose prostyle (per site reporter).